Manufacturer narrative:
Additional information received; it was confirmed that the type IV endoleak was only seen in the endurant bifurcated stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported during the index procedure, etbf2813c145ej and etlw1620c93ej endurant stent grafts were placed in the right main art ery, and etlw1624c124ej was placed on the left contralateral side, following standard procedures. Touch-up was preformed using a non-mdt balloon. Contrast imaging revealed a type ia and a type IV endoleak. Touch-up was again performed which reduced the volume of the endoleak but the type ia endoleak persisted. The balloon was changed to another non-mdt balloon and further touch-up performed. The prominent type ia endoleak disappeared, but it was unclear if the type ia is completely resolved due to the presence of the type IV endoleak. Per the physician the cause of the type ia and type IV endoleak was anatomy related due to proximal calcification. No additional clinical sequelae were reported, and the patient will be monitored